Manufacturer narrative:
Device evaluated by MFR: device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a burr was stuck in the lesion. A 1.25mm rotalink¿ plus was used to treat the target lesion located in the calcified distal right coronary artery in posterior descending branch and in the mid right coronary artery. During procedure, the burr could not cross the mid rca and it was noticed that the burr was stuck in the calcified lesion. Resistance was felt upon moving the rota burr in forward direction. The procedure was not completed as same device was unavailable. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The catheter and the advancer were connected. The catheter housing was disassembled from the device and was not returned for analysis. During visual examination, the advancer knob was locked upon return in a backward position; it was loosened and advanced in order to inspect the handshake connection. The handshake connection was found to be bent. There was no issue noted reconnecting the devices. The rotablator system was unable to reach optimum speed and an abnormal noise was also noted during the wet test. It is most likely the failure to reach optimum speed and the abnormal noise was a result of the bent handshake connection and the inability to successfully rotate while contained within the advancer. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a burr was stuck in the lesion. A 1.25mm rotalink¿ plus was used to treat the target lesion located in the calcified distal right coronary artery in posterior descending branch and in the mid right coronary artery. During procedure, the burr could not cross the mid rca and it was noticed that the burr was stuck in the calcified lesion. Resistance was felt upon moving the rota burr in forward direction. The procedure was not completed as same device was unavailable. No patient complications were reported and the patient's status is stable.